Event description:
It was reported that a minicap extended life pd transfer set leaked from the female connector. This was observed during use of the device for peritoneal dialysis therapy. The cap was tightened, but the transfer set continued to leak. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with the returned mini cap attached to the female connector and a leak was observed. The set was re-tested with an in -lab minicap attached to the female connector and a leak was observed. The reported condition was verified. The cause of the leak was due to the damaged female connector. The cause of the damage was potentially manufacturing related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.